Event description:
It was reported that pump experienced malfunction with non-resettable malfunction alarm. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use injections as backup insulin therapy, and technical support arranged replacement pump.